Manufacturer narrative:
Concomitant medical products: model #: sc-8116-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was device upgrade. The patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.